Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received for analysis with no telemetry and no output. Destructive analysis found that there were no visual or electrical anomalies with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. No parameter history was available so the expected life could not be determined. Based on the analysis of the returned ins, this battery reached a normal end-of-life condition.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the battery prematurely depleted. The device was explanted and replaced. About two and half weeks later it was reported that no known impedance or diagnostics tests were performed. No malfunctions were seen and the cause of the issue was not determined. The patient was doing good and had been receiving effective therapy since replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.